Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 124 mg/dl. The customer stated that they were bending over and planting flowers when the alarm occurred. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at display window corners and battery tube threads.